Event description:
Customer reported a cracked and shattered touchscreen on their pump, which resulted in the touchscreen being unresponsive and illegible. There was no reported impact on the customer's blood glucose level. Technical support arranged for a pump replacement since it was still under warranty. Meanwhile, the customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The customer was also guided on how to prepare the pump for return and agreed to send it back using a pre-paid label within 10 days.